Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had increased hemolysis. The site reported the patient had power and flow spikes in the setting of elevated lactate dehydrogenase and wanted to rule out a potential clot development. Log file analysis showed a few unsustained power/ flow elevations on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: although elevations in power and corresponding flow were observed through the analysis of the submitted log files, a specific cause for these elevations could not be conclusively determined. Furthermore, a direct relationship between the device and the report of elevated ldh could not be conclusively determined. The account reported that the patient had increased hemolysis labs for about one week. It was also reported that the patient had elevations in power and flow in the setting of elevated ldh. The submitted system controller log files captured a no external power event occurring (B)(6) 2020 and a backup battery fault alarm occurring on (B)(6) 2020. These events were addressed under (B)(4), respectively. Several elevations in power (up to 10.5 w) and corresponding flow (up to 12.0 lpm) were captured on (B)(6) 2020. No other significant changes in pump parameters were noted and no other atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the log file and the submitted log file appeared to show the system operating as intended. It was later reported that the patient reported some generalized shortness of breath, but was otherwise asymptomatic when the power spikes occurred. As of (B)(6) 2020, the patient¿s anticoagulation regimen had been adjusted and the patient¿s hemolysis parameters were now trending down. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Hemolysis is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that device power is a direct measurement of pump motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. No further information was provided. The manufacturer is closing the file on this event.